Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow alert due to multiple ventricular fibrillation and ventricular tachycardia episodes, in which therapy accelerated the arrhythmia and multiple therapies were required to convert the arrhythmia. It was noted that the left ventricular intrinsic amplitude was high and a measurement was not registering. It was also noted that there was noise on the right ventricular channel.